Event description:
Customer reported iron sucrose 400 mg ordered for primary encounter diagnosis anemia in ckd (chronic kidney disease). Peripheral IV started. Iron sucrose set up as a secondary infusion and started at 11:05 am at 93.3 ml/hr with 280 mls to infuse over 3 hours. When the nurse checked on the patient about 11:40 am, she noticed blood had backed up into the tubing by the IV site and then observed the entire bag of iron had infused in approximately 35 minutes. Patient was asymptomatic, vital signs stable, alert and oriented x3, no chest pain, shortness of breath, back pain or dizziness; unremarkable. Another nurse came over to assess the pump as well and it read the prescribed delivery rate of 93.3 ml/hr with 221 mls yet to infuse. The primary rate was checked and it was at 10 ml/hr with 241 mls left to infuse. The tubing set-up was correct. Patient was monitored with no changes to document. Biomed received the devices and they all tested within specification. A partial cqi log was sent and showed the infusion was programmed as intended. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported iron sucrose bag found empty sooner than expected. The customer reported the tubing cannot be located. The root cause could not be identified.